Event description:
The pt reported post dose titration he experienced vomiting, nausea, chills, sweating, and severe nightmares. A few days later, the dosage was decreased and he reports he has less sweating, nausea, and less severe nightmares; however, he now has numbness throughout his whole body. The drug used in the pt's pump was morphine. Add'l info has been requested from the hcp, but was not available as of the date of this report.